Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining "wash concentrate canister did not fill in time" error messages on a unicel dxc 600 synchron clinical system, and observing liquid on top of the reservoir canister. Bec customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and instructed the customer to stop the system, clean the reservoir lid, and reseat the wash concentrate 2 reservoir sensor cable. The customer was unable to locate the exact source of the leak. Cts instructed the customer to stop the system function and not use until service was dispatched to evaluate the system. No fumes were produced and the customer was not harmed and did not need medical treatment. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) was dispatched. The fse replaced the wash concentrate reservoir canister. The instrument was homed and primed by the fse. The fse verified pressures, calibrated and tested qc, which was within the customer's ranges without errors. Repair was verified per established procedures. (B)(4).